Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the post implant device interrogation oversensing of noise was leading to three inappropriate shocks was observed. It was noted that all other lead measurements were within normal limits and the noise was not able to be reproduced. Electrograms (egms) were sent into boston scientific technical services (ts) for review. A review of a stored device electrogram indicated that the noise on the ventricular channel was consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. The physician agreed with ts and it was further noted that the noise resolved on its own. The device remains in service and no adverse patient effects were reported.